Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type recharger product ID (B)(4) lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating there is no known cause of the faint clicks and error messages. They meet with a rep that tried to get charger working but there was no luck with that. The issue has not been resolved as of (B)(6) 2026. Replacement is planned on (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID wr9230 product type recharger product ID a90300 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were seeing service code 0x4871e4a2 on their handset when trying to recharge their implanted neurostimulator on saturday. Patient stated as soon as they turn on the handset they see the error code. Agent walked patient through resetting handset and recharger. Patient was able to successfully start a recharging session of their implant with excellent connection with implanted battery low. Patient mentioned they had called on saturday when the message first came up, but the line said it was for physicians only and it was after hours. Patient said they notified their representative who gave them the tech services number to call. The troubleshooting step that was taken on the call resolved the issue. Patient and spouse called back stating the wr would display an orange light and start beeping and noted this began occurring and had continued even after their previous call into patient services. Patient described that rep had walked them through resetting the communicator, but message unable to connect was displaying when they attempted to connect through the mystimrc app. Agent explained this message will appear when the implant battery is depleted and had patient connect through the recharger application; patient reported good and then excellent connection with the implant battery empty. Patient stated they had the wr on for 30 minutes prior to calling and commented that the wr would make a faint click every once in a while. Agent advised patient to continue charging implant to full and monitor. Agent reviewed to document what handset screen displays if issue reappears and call back if further assistance is needed. Patient called in repeated events that has already been reported. Patient mentioned that they were advised to charge the implant and monitor and after few minutes they got a message: device not responding. Please contact clinician for assistance. Service code 4101. Agent reviewed information and redirected to their managing hcp for further assistance. Additional information was received, it was reported the wireless recharger (wr) had been charging for 20 minutes on excellent, but then will display an orange button and service code 4101. They have attempted this 3-4 times and are unable to interrogate with their clinician tablet. Patient denied having a cardioversion or procedure done. Technical services (tss) walked rep through resetting the patient's ins and initiating another open-loop charging session. Tss also redirected rep to have the patient speak with their physician if the reset and open-loop charge session is not successful. Tss sent email to rep to obtain log files from the patient's handset and transferred to hcit for assistance. Rep stated on the call that they were seeing numbers 9 to 14 on the open loop charging screen and that the patient's pocket site "looked fine". It was reported there was a recharging of the ins issue including communication issue while recharging. The patient's ins was in ov erdischarge, recharger was able to show connection however, they were unable to get out of overdischarge state after 20 minutes. The issue was not resolved and the patient was scheduled for a battery swap on (B)(6) 2026.

Event description:
Additional information was received, it was reported the ins could not be brought out of open loop charging and the hcp decided to replace the ins.

Manufacturer narrative:
Continuation of d10: product ID: wr9230, serial# unknown, product type: recharger. Product ID: a90300, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.